Event description:
It was reported that the pt's performance has deteriorated significantly. Programming changes were attempted; but, the issue was not resolved. It was revealed that the pt's device has high impedances on many electrodes. Device revision surgery will be scheduled.